Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device patients information guide states that the patient is to modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising of discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed post diagnostic angiogram. The patient was discharged four hours after the procedure. Later that evening the patient drove to a restaurant. While dining, the patient felt a pop in his leg and swelling occurred. The patient decided to drive to a walk-in clinic to have his groin looked at. While driving to the clinic which was 100-200m away, the patient fainted and crashed into a barrier at a speed of 5km. The patient suffered no injury; however, he was admitted to the hospital for observation overnight. An ultrasound showed a small pseudoaneurysm at the access site and pressure was applied. A follow up ultrasound was completed in the morning and showed resolution. The patient was subsequently discharged and is doing well.